Event description:
(B)(4) - the dealer reported that the aquatech bath lift hand control blue jack socket on the curled cable was loose, and when they put the hand control on the bath lift, it doesn't stay plugged properly and bath lift stop working. There was no injury reported.